Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse cleaned the display, which resolved the reported issue. The ventilator then passed self testing.

Event description:
It was reported that the ventilator had a screen block error. The ventilator was not in patient use at the time of the event.